Event description:
CT abdomen was performed on an inpatient with existing IV in right hand. Optiray 320 was injected at 2cc/sec for a volume of 125cc. Approx 125cc extravasated, area marked, arm elevated, cool pack applied, md notified, rn assessed daily. Pt experienced no further adverse event.